Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via device manufacturer representative regarding a patient receiving fentanyl (2000 mcg/ml at 12 mcg/day) via an implantable infusion pump. It was reported that the patient was admitted to the intensive care unit with spasticity and irritability. It was noted that the patient might have possibly missed their oral baclofen dose. The hcp requested that the pump be turned to minimum rate mode. The issue was reported to be resolved and the patient was alive with no injury. No further complications have been reported as a result of this event.